Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5 updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e216 scope communication error. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the discovered damage and newly discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had static appear on the screen. The issue had occurred during set up. There was no report of patient harm.

Event description:
It was reported that the subject device had static appear on the screen. The issue had occurred during set up. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.